Event description:
Additional information was received stating that the vns patient¿s first implanted lead was completely removed during the procedure. The patient underwent surgery on (B)(6) 2014. Prior to this procedure, pre-operative system diagnostics showed high impedance (dc dc ¿ 7). The surgeon re-inserted the lead pin completely into the generator header and multiple system diagnostic results showed lead impedance within normal limits (dc dc ¿ 2).

Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
It was reported that during vns implant surgery on (B)(6) 2014, the vns patient¿s device showed high impedance. The surgeon reinserted the lead pin, checked the placement of the device, and performed generator diagnostics; however, high impedance did not resolve and the source of the high impedance could not be determined. The surgeon refused to irrigate the patient¿s vagus nerve and instead implanted another lead. High impedance was again seen with the second implanted lead. Surgery was completed with the hope that the patient¿s nerve would naturally moisten and resolve high impedance. The patient was seen for a follow-up appointment on (B)(6) 2014 to program on his device. The patient¿s device was tested and diagnostic results showed high impedance (dc dc ¿ 7). The patient¿s device was disabled and referred for surgical consult. Follow-up revealed that the patient had a relatively large vagus nerve and was implanted with a smaller lead helical. No known surgical interventions for the high impedance observation have occurred to date.